Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, inflammation, swelling, drainage, watery, infection on the needle puncture site. A sensor was removed due to inaccuracy on (B)(6) 2026. After removing the sensor the area was red, swelling, and drainage coming out of the insertion site. The patient went to the doctor's clinic on (B)(6) 2026. The area was around the insertion site only. The doctor diagnosed an infection infected and tried to pinch the area for drainage but it didn't work, no other test was done. They prescribed an oral antibiotic "cevalex" (cefalexin) and a topical cream for the area. The patient was discharged the same day. The swelling did go down and it did drained. The area was healing at the time of the report. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).